Event description:
It was reported that 10 minutes after starting hemofiltration treatment with a polyflux dialyzer, the device generated an alarm for an internal blood leak. Blood was observed in the circuit and the treatment was stopped; subsequently, the dialyzer was discarded. Treatment was restarted one hour and 15 minutes later. After one hour of therapy, the patient experienced profuse sweating with vomiting, urinary incontinence, discomfort and significant weakness. The patient's blood glucose level was measured at 15.8mmol/l, the blood pressure was measured at 190/100 mmhg. It was reported "the blood was restored and were taken off the machine". The caregiver requested the patient to be taken for observation at the health facility. It was further reported that the patient's comfort improved. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.